Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, no product or data was provided for investigation. The allegation and probable cause could not be determined.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced an issue with pairing the sensor prior to going to bed and it was stated that it ¿took too long¿. No symptoms were reported from that time. When the patient woke up on the (B)(6) 2025, the patient experienced vomiting and was feeling different. The wearable was not connected to the dexcom application, but it was stated that the patient was ¿connected through the tandem pump¿, but it was understood that the patient was not receiving cgm readings at that of symptoms. The blood glucose reading was high, but it was not confirmed how high. The patient went to the hospital, experienced diabetic ketoacidosis, and was treated with potassium (most likely intravenous). The patient was admitted and was discharged 4 days after the event. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.